Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced extrusion, infection, hardening of the mesh, chronic pain, serious bodily injury, extreme pain, continued stress urinary incontinence, erosion of internal bodily tissue, bodily impairment.

Manufacturer narrative:
The sample was not returned. The finished product met all specification prior to being released for general distribution. The instruction for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the alyte y-mesh graft may include, but are not limited to those typically associated with surgically implantable materials including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse, urinary incontinence (stress and urge)." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary urgency (micturition urgency), iatrogenic bladder outlet obstruction/unspecified obstructive voiding symptoms/ bladder sling obstruction (obstruction), urge incontinence/urinary incontinence/mixed urinary incontinence, slow urine stream/difficulty voiding/crede to void/straining (dysuria), fecal retention (constipation), back pain (pain), rectocele (prolapse), anxiety, depression, unspecified location of (B)(6) (bacterial infection), hysterectomy, fibroids, precancerous cells on cervix, nausea, vomiting, overactive bladder, the genital hiatus was somewhat narrowed already, polarizable foreign material in patient (foreign body in patient), foreign body reaction, and required additional surgical and non-surgical interventions.